Manufacturer narrative:
The manufacturer previously reported receiving information alleging that when device used, the water bottle was hot and patient was having issues with hot condensation. The patient alleges getting headaches, dizzy and lightheaded. Additionally, the device made a humming noise and had a musty smell. The patient consulted a pulmonologist, was told to continue using the device and no medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging that when device used, the water bottle was hot and patient was having issues with hot condensation. The patient alleges getting headaches, dizzy and lightheaded. Additionally, the device made a humming noise and had a musty smell. The patient consulted a pulmonologist, was told to continue using the device and no medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.